Manufacturer narrative:
No product has been returned, and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specification. The reported complaint is related to adhesive issue-overbandage/support mount of the freestyle libre sensor. A clinical review has been conducted, and the review has found no indication of any product clinical performance issues, that would be expected to result or contribute to customer complaints. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate, any potential product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from (B)(6).

Event description:
An hcp reported, a customer's adc freestyle libre sensor detached. After application, due to feeling drowsy and falling, causing the sensor to detach. On (B)(6) 2020, emergency services were called to the customer home. And a blood glucose of 1.2 mmol/l was obtained on the hcp meter. The customer was provided unspecified treatment for hypoglycemic. Additionally, the customer was treated with paracetamol, morphine plaster, and vitamin d. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported a customer's adc freestyle libre sensor detached after application due to feeling drowsy and falling, causing the sensor to detach. On (B)(6) 2020, emergency services were called to the customer home and a blood glucose of 1.2 mmol/l was obtained on the hcp meter. The customer was provided unspecified treatment for hypoglycemic. Additionally, the customer was treated with paracetamol, morphine plaster, and vitamin d. There was no report of death or permanent injury associated with this event.